Manufacturer narrative:
A non-conformance was issued to the contract manufacturer for the event. The contract manufacturer completed an investigation and sent the findings to the honey pot qa team on 3/13/2023. No quality issues were reported during the manufacturing or packaging of the menstrual cups, lot e1h01a. The contract manufacturer concluded that the adverse event was caused by usage error.

Event description:
03-mar-2023, a spontaneous report from the united states was received via email regarding a 22-year-old female who used a menstrual cup. On 07-mar-2023, additional information was received. On (B)(6) 2023, the consumer wore the menstrual cup overnight. Approximately 10 hours later on (B)(6) 2023, she experienced vaginal bleeding and cramping. She could not find the stem to remove the product. Subsequently, she went to an emergency room (ER). The ER doctor used instruments to remove the product thus causing a tear in the cervix. The removal caused pain, discomfort, and blood loss. The ER doctor advised her to consult an obgyn if bleeding had not stopped within 2-3 days. On (B)(6) 2023, she experienced a leaking bladder. On (B)(6) 2023, the cramping and bleeding stopped. On (B)(6) 2023, she still had discomfort and bladder leaking.